Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: machine got struct in the startup booting stage. Esm board disconnected and fixed again. Still machine not booting. While checking the before connecting patient found this problem no health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: machine got struct in the startup booting stage. Esm board disconnected and fixed again. Still machine not booting. While checking the before connecting patient found this problem no health consequences or impact.